Event description:
It was reported that a patient underwent an unknown procedure at l3. "During the procedure, the extender was unable to reduce past 8mm. Doctor tried unreducing the reducing with all other extenders but still it jammed at 8mm. It then came off the screw and the surgery had to be completed as open surgery at that level to ensure that the rod was fully seated. A larger incision was made to enable seating of the rod at this level. " no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: visual and function analysis did not reveal any failures. Conclusion: no fault found.